Manufacturer narrative:
The pump has been returned to animas for evaluation and the following was found : the "ok, up, & down" buttons are responding intermittently. There was a torn keypad at "down & backlight" buttons. Product analysis removed the keypad and found inverted "ok, up, & down" contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the all buttons required several presses to activate the desired pump functions. The patient also informed animas that the down button was ripped off. There was no adverse event associate with this complaint. The pump was replaced.